Event description:
It was reported that the right ventricular (rv) lead recorded high out of range shock impedance measurements. The device replacement was approximately 1 month prior and the measurements were stable and recently were greater than 200 ohms. Technical services (ts) recommended to perform in-clinic testing and consider defibrillation threshold (dft) testing. No adverse patient effects were reported. This rv lead remains in service.